Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual inspection of the device header confirmed a hole in the rv seal plug. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant procedure for this implantable cardioverter defibrillator (ICD), noise was observed on the electrograms when the physician pressed on the device. It was suspected that air bubbles were escaping the device header and causing the noise. No inappropriate therapy and no pacing inhibition occurred. The device was initially programmed off, but the physician was not comfortable using the device and another ICD of the same model was implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided to the physician about this issue. It was discussed that in the case of air bubble noise with undamaged seal plugs, our experience shows that there are no long term ill effects because the air bubbles dissipate over the short term and leave a perfectly functional system. In the case of air bubble noise with damaged seal plugs the situation may be different. While air bubble noise occurs only over the short term as the air escapes and fluid infiltrates the port, there can be a long term pathway for conduction enabling noise with isometric arm movements which can lead to inhibition of pacing and/or inappropriate tachy therapy. Laboratory analysis is not able to conclude when the seal plug became damaged versus when the seal plug was allowing air to escape.

Event description:
Boston scientific received additional information from the implanting physician. It had initially been reported that the noise was observed during manipulation of the device. However, the noise oversensing actually occurred independently of pressing or tapping on the device header. It was observed while the patient was not touched, for nearly ten minutes, and was confirmed to not be associated with spontaneous cardiac activity. It was also reported that the damage to the seal plug identified in the laboratory had most likely occurred during the troubleshooting steps taken to resolve the noise and was not present when the noise was first observed.